Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having a stroke , clogged arteries. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged the device caused him stroke and clogged arteries. There was no medical intervention required by the patient. The reported event of stroke and clogged arteries, its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section b3 date of event were captured incorrectly in previous report. It has been corrected /updated in this report.

Manufacturer narrative:
Additional information was received on oct 04, 2022, and section h10 should be reported as: the manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 0 error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit passed final test. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.